Manufacturer narrative:
D10 concomitant product: egiaustnd, egiaustnd endogia ultra univ std stap, (lot #p5d1104) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during the partial pulmonary resection, when applied on the pulmonary parenchyma, the clamp cover button has stopped at the tip and does not return and had a detachment of a component. Additionally, the handle was damaged and the knife rail came off. It was noted that an x-ray was performed to locate any residual in the patient body. Hand-sewn was performed to reinforce the staple line. An additional resection was made and additional suturing was performed with suture.